Manufacturer narrative:
The manufacturer previously reported the device's interface board was replaced for a service required alarm condition. The reported date of report was reported as 12/04/2019. The reported date was 11/22/2019. The manufacturer previously reported the initial reporter was (B)(4) from philips respironics. The initial reporter was (B)(4) from med one group. The oxygen blending module board was also replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an awareness date of 11/26/2019 on 12/23/2019. A corrected report was filed on 12/24/2019 with a corrected date of awareness of 11/22/2019. The date of awareness was incorrect on both reports, the correct date of awareness is 12/13/2019 and reëlected on this report.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.